Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer's blood glucose ranged from 216-217 mg/dl. The customer reverted to manual injections for insulin therapy.